Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the company representative that he was notified by the physician that one of his vns patients showed high lead impedance on system mode diagnostics. X-rays were performed and there were no lead breaks seen. X-rays will not be sent to the manufacturer for further review. No patient manipulation or trauma is reported. Patient's device was set to zero and no surgery date have been scheduled so far. Follow-up with the company representative revealed that the patient had his device explanted and was not re-implanted as the surgeon noticed a lot of scar tissue on the nerve and could not implant the new lead. Patient will be re-implanted if patient's condition gets worse.